Event description:
It was reported that the physician's handheld was freezing during system diagnostics test. Soft reset did not resolve the issue but hard reset did resolve the issue. The handheld has been replaced. Good faith attempts to obtain add'l info regarding the reported event are underway.